Manufacturer narrative:
The fse replaced the power supply which corrected the issue. The iabp unit has been cleared for clinical use and remains with the fse as a loaner unit.

Event description:
It was reported that during a routine check performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) would intermittently power up. It was noted that the iabp unit involved is a service loan unit. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a routine check, the c100 intra-aortic balloon pump (iabp) would intermittently power up. It was noted that the iabp unit involved is a service loan unit. There was no patient involved and no adverse event was reported.